Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and unknown baclofen via an implanted pump for non-malignant pain. It was reported the patient had a spastic condition, and their pump was filled with morphine and baclofen. It was noted prior to the pump, their spasticity was not great, but after the pump was filled with only morphine, it was twice as bad, so they could not walk or get upstairs, as they were much more spastic. It was noted the patient had gone through at least their fourth different increase of baclofen with still zero effect. The patient provided feedback that they dislike having two pieces and having to sync twice in order to bolus. It was also reported it takes them 5-10 minutes to connect to their pump with their controller and the patient had already spoken to their rep who reviewed information with them. It was noted the personal therapy manager (ptm) did not show that the bolus was successful when they check for a bolus/lock out time after being stuck on the 90%. The patient was currently programmed and instructed to bolus every hour. The patient was redirected to the healthcare provider (hcp). Additional information was received from the patient's healthcare provider (hcp). The hcp reported that the patient's pain had improved due to the morphine but they had not yet noted any significant change and spasticity. The hcp thought that they had not achieved the therapeutic dose for baclofen and was titrating their dose of baclofen. The cause of the poor communication was the new software in the pump programmer. The representative had evaluated the personal therapy manager. The event had not yet resolved. Additional information received from the patient indicated that the patient was having a telemetry delay at 90% and on 2024-11-25, the patient couldn't get it past 90%. Per the patient, "it gets to 90% and it stops for minutes and minutes and it takes a while to go through". When the patient was at work, they had to "sit there for a very long time and it's frustrating and aggravating to sit and wait for the bolus to go though". When asked about the event date, the patient stated, "it was perfectly fine until my doctor increased my option of many boluses per day. I'm on 10 but I was on more than 10". The patient did not provide further information. The patient mentioned that they'd discussed this with a manufacturer representative (rep) "6 week or 2 months or something" ago. While on the call to patient services, the patient was able to request and receive a bolus successfully with a brief delay at 90%. After obtaining the handset and myptm application version information, the patient read a 54 minute lockout. Patient services reviewed considerations regarding the 90% telemetry issue and reviewed how to close the application after use. The patient also mentioned that they suffer from a spastic condition and failed back syndrome for back pain. Per the patient, they had baclofen for spasti city and morphine "going through the catheter into their spine to stop the crazy pain". When the pump was put in, the patient's doctor "made crystal clear" that the morphine works very well with the baclofen and doesn't make the patient more spastic, but the patient's condition was "more than twice worse" after pump implant. The patient mentioned that they had been waiting for months to be able to walk back to where they were before the pump and used to use golf clubs as walking sticks but now they were using a scooter and wanted to get back to where they were. The patient mentioned did a trial of both baclofen and morphine at the hospital and the patient believed that the drugs worked well, but they were frustrated with being on "some stupid low amount of baclofen" and their doctor put in a "comical amount and says to do all the extras (boluses)". Per the patient, they didn't really talk to the rep about the spasticity, because it was "rightly with my doctor and I try to keep medicine stuff with my doctor". The patient inquired about literature their healthcare provider (hcp) could review. The patient was redirected to the hcp to further address the issue.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was using his handset and noticed that it got to 90 percent complete as it related to communication getting a patient activated bolus and just sits. The company representative (rep) did not have dosing prescription but did state the patient get a patient activated bolus per 1 hr. Discussed known issue and memory was expanded causing delay. Discussed bolus was being given.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software product ID tm90t0, unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.